Event description:
A customer reported that at the end of a vitrectomy procedure, the light guide got dirty. The illuminator probe was exchanged, but the rfid was not recognized and the ring did not illuminate. A system message displayed. They troubleshot by replacing the probe multiple times but the issue was not resolved. The case was completed without pt harm using an alternate system. After the procedure, the first system was rebooted and the probe was recognized normally.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).